Event description:
It was reported that both the right ventricular (rv) lead and atrial lead had dislodged. The rv lead had pulled back into the atrium. The lead was repositioned and remains in use. The atrial lead had low p-waves and increased thresholds. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead, implanted: (B)(6) 2013; dtba1d4 implantable cardioverter defibrillator, implanted: (B)(4) 2013; 419588 implantable pacing lead, implanted: (B)(6) 2013.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that the outer insulation of the lead was observed to have blood ingression and that the visual summary analysis of the lead indicated damage at implant. Additional comments stated that electrical resistance and cross continuity test results were within specifications. Visual inspection found the outer insulation breached cut/ extrinsic, and that there was a lot of blood ingress along lead length. According to the amount of blood ingressive, the insulation breach likely did contribute to the electrical complaint and the breached insulation might cause at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.